Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after the guide wire crossed the target lesion, the voyager nc balloon catheter was advanced and pressurized. However, the balloon ruptured upon a second inflation at its rated burst pressure (rbp), 18 atm. It was replaced with an nc mercury balloon catheter and a stent was successfully implanted. Post-dilatation was also performed with an nc mercury and the procedure was completed with no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient prep prior to use. No leaks were noted during prep, which may suggest that the balloon was not damaged prior to use. The lesion was heavily tortuous, moderately calcified and 99% stenosed, which likely contributed. It is possible that the balloon material was damaged during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure.